Event description:
It was reported the patient may have an infection and the pump was to be explanted the next day. The pump was implanted 2 months prior to this report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had an onset of infection on (B)(6) 2012 following a pump replacement due to end of life of pump on (B)(6) 2012. The infection presented with redness, incisional wound opening, and drainage at the device pocket. (B)(6) cultures were obtained, and the patient was treated with perioperative, oral and IV antibiotics and a total system explant. The patient outcome was reported as "no drug withdrawal". The medications in the pump were morphine and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8703w, lot# l36199, serial# implanted: (B)(6) 1996, explanted: (B)(6) 2012, product type catheter product ID 8551, lot# 61149636, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).